Event description:
A customer contacted beckman coulter inc. (Bci) in regards cartridge chemistry (cc) probe leak as well as inconsistent qc reading. No injury and/or personnel exposure to chemical or bio-hazardous material was reported.

Manufacturer narrative:
A bci field service engineer (fse) replaced the sample probe and syringe and performed preventive maintenance.